Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material and the material was identified as rust. The cause of the material remaining in the device could not be specified. The nozzle was not deformed or broken and it was confirmed that reprocessing was performed according to the instructions for use (IFU). It was also noted that the customer stores scopes in a dried and well-ventilated environment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during reprocessing error b30 occurred on evis lucera elite gastrointestinal videoscope. The procedure was completed with a similar device. There was no patient harm associated with this event. During evaluation of the device, the evaluation found the nozzle has foreign objects (rust). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the findings reported in the event description, the following non-reportable malfunctions were identified: the up/down knob deformed or damaged; deterioration of the adhesive rubber; the objective lens were cracked due to handling issue, and irrigation error. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.